Event description:
It was observed during the device inspection, that the colonovideoscope exhibited foreign material in the following components: the jet tube, plastic distal end cover, objective lens adhesive, light guide lens adhesive, bending section cover adhesive, and the connecting tube.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: b5 and d8. Additional information added to field h6 and h3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 years since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was residing in the auxiliary water channel, probe cover, objective lens glue, light guide lens glue, distal sheath glue, and insertion tube. The material may not have been removed because the user possibly could not perform reprocessing properly due to leakage from scope connector cover. However, the definitive root cause could not be determined. The event can be detected and prevented by following the instructions for use which state: IFU states the detection method in gif/cf-170 series operation manual chapter 3 preparation and inspection. IFU states the preventive measures in gif/cf-170 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
There were no reports of patient involvement.